Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue and the main board and blower got replaced. Unit was installed with 6.1.0.2. Root cause of failure was determined due to a defective moog blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not yet returned.

Event description:
The customer reported to vyaire medical that the bellavista1000 us is having technical failures bv - alarm 316 - "blower failure" and bv - alarm 401 - "inspiration valve or device leaky". Furthermore, there was no patient associated with the reported event.